Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(6) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective capacitor c20. In addition, a secondary issue was noted when the meter was found to have a dead battery. A DHR (device history record) was completed on (B)(6) 2013, for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient's relative (reporter) contacted lifescan (lfs) spain alleging that the patient's onetouch ultraeasy meter does not turn on. Medical surveillance sent follow-up questions; however, customer service (cs) was unsuccessful in reaching the patient and/or reporter by phone. The complaint was classified based on information obtained from the cs representative during the initial call. The reporter alleged that the power issue began in the afternoon (time not specified) on (B)(6) 2013. According to the reporter, the patient's diabetes is managed with only diet (no oral medication or insulin) and the patient tests his blood glucose only when he feels he needs to test. It is not known when the patient had last tested with the subject meter and his last blood glucose reading is not known. It is not known what action the patient took in response to the reported power issue, it is not clear if the patient tested his blood glucose with a secondary/back up meter, and it is not specified if the patient made any changes to his meal or activity level after the reported power issue occurred. According to the csr's documentation, as a result of the alleged power issue, the patient reportedly had fainted and was found on the floor at unknown time later that day; it is not known when the patient regained consciousness. The patient reportedly was taken to the hospital at an unknown time later; it is not known if the patient administered self-treatment prior to going to the hospital. During his time in the hospital, he reportedly obtained a blood glucose reading of "400mg/dl" (at 4pm) with the hospital's meter. The reporter claimed the patient received treatment while in the hospital, however, the type of treatment is not known and it is not clear when the patient was released from the hospital. At the time of troubleshooting, the csr verified the patient's test strips were expired, the patient was not using the subject meter for the first time, the subject meter's battery was replaced (per owner's booklet recommendation), and there was no misuse of the lfs product. The alleged power issue remains unresolved. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because the user allegedly suffered a symptom indicative of a serious injury while using the product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.